Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that on (B)(6) 2018 a customer/patient presented to an emergency room with the following issue: customer noted that eight days after inserting an adc freestyle libre sensor she noticed ¿redness, itching and a purulent substance¿ coming from the insertion site. Customer was treated with an unspecified antibiotic via injection and prescribed clindamycin 600 mg orally for eight days. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare provider reported that on (B)(6) 2018 a customer/patient presented to an emergency room with the following issue: customer noted that eight days after inserting an adc freestyle libre sensor she noticed ¿redness, itching and a purulent substance¿ coming from the insertion site. Customer was treated with an unspecified antibiotic via injection and prescribed clindamycin 600 mg orally for eight days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.